Manufacturer narrative:
Pump received with intermittent button response due to flattened express esc, act, up and down button dome switch (creased). No unlocked j2/lcd keypad connector. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the action and escape buttons of insulin pump were mushy. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.